Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance and high capture threshold. The left ventricular lead was not used and replaced. The patient was in stable condition.